Event description:
The hosp reported the litigating device was unable to be cut off or removed from the pt during a procedure, resulting in a piece of the device exposed through the rectum. The pt required surgical intervention to remove the impacted wire. The litigating device was removed during the second surgery without complications. There are no further allegations of pt harm to report.